Manufacturer narrative:
Device discarded by user facility.

Event description:
It was reported that the tip broke on the surgilav handpiece during a surgery. A back-up was used to complete the procedure with no patient or user injuries, and no adverse consequences.